Manufacturer narrative:
Pending evaluation.

Event description:
Revision - reason not reported.

Event description:
Index surgery: 2003. Revision due to wear, which lead to instability.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of wear, which led to instability. However, this cannot be confirmed because the device was not returned for evaluation.